Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733678, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The site had trouble with the system shutting down, and it was noted that the site sometimes ran the power cord over. Additionally, it was noted that the system ran slowly and sometimes freezes during login/shutdown. The computer and outlet plug (power cable) were replaced to resolve these issues. Please note that the slowness/freezing issues and subsequent computer replacement were captured in a separate regulatory report. Refer to regulatory report 1723170-2020-02524 for any further information regarding the slowness/freezing issues and computer replacement/return. The power cable was returned for analysis. Analysis revealed that the reported issue could not be confirmed. The returned cable had no apparent physical damage and passed all testing. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that if the system was bumped, it powered off. The system was plugged into a functional electrical outlet when the power losses occurred. This was discovered while moving the system to set up for a case. As long as the system was sitting and was not bumped, it remained on and worked as designed. There was no patient present when the issue was discovered. It was initially noted that the probable cause was a loose power cable in the isolation transformer or the computer, but it was determined a few days later that the power cable had been run over multiple times and was damaged.